Event description:
As reported by customer during a pci procedure for 95% stenosed lesion, the first inflation using an encore inflation device was successful, however, the gauge failed to register pressure during the second inflation. The procedure was completed with another device. There was no patient injury. The used device is being returned for evaluation.

Manufacturer narrative:
The device history records for the reported batch number were reviewed and no quality or manufacturing deviations were noted. No previous complaints have been received on inflation devices from the reported batch number. The returned device was visually examined and was found to be in good condition. The device was functionally examined per our specifications and subjected to gauge tests to determine gauge functionality and accuracy. The gauge, as well as the device itself, was found to function normally. No manufacturing defects were found and the root cause of the reported event was unable to be determined. The reported event is not occurring more frequently or with greater severity than is usual for the device.